Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an odd system controller behavior on (B)(6) 2024 around 2130. The screen turned black and unresponsive; the audible alarm levels were also significantly decreased. The log file history did not show any alarms of events during the time the patient experienced the reported behavior. Self-test was performed along with other basic troubleshooting measures in the clinic. However, the experience could not be replicated. Nonetheless, due to the significant of the story, the team elected to exchange the controller for a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller screen turning black and unresponsive and the audible alarms levels decreasing was not able to be confirmed. The returned system controller, serial number (B)(6) was in unremarkable condition. The returned system controller was functionally tested and was found to function as intended. Multiple self-test was performed and all audio and visual signals were verified during the tests. System controller was operated for extended period of time while connected to a test equipment with no atypical events/alarms. The log files were successfully retrieved from the system controller. The event log file contained data recorded from (B)(6) 2024 (12:24) where normal operation was recorded. There were no atypical alarms or events captured in the log file. The periodic log file contained data recorded from (B)(6) 2024. There were no atypical alarms or events captured in the log file. A specific root cause for the reported event was not able to be determined. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.